Event description:
A nurse reported that the vacuum was not able to build up, also fragments were observed on the phaco tip which lead to occlusion during cataract surgery with intraocular lens implant with no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the fluidics management system (fms) cassette, the aspiration tubing was detached from the cassette. Magnification of the distal end of the tubing confirmed no solvent residue indicating an error during the assembly process of the fms cassette. To mitigate the occurrence of this type of event, during the manufacturing process, in-process checks during assembly and after final assembly are utilized to help screen out this type of defect from occurring. The root cause of the customer's complaint is consistent with a manufacturing error than can occur during the wetting of the aspiration tubing with solvent and subsequent insertion to the cassette port. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Each cassette is leak and flow tested to prevent recurrence. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site for root cause evaluation for the report; therefore, the condition of the product could not be verified. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be conclusively determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).